Event description:
It was reported that during a routine clinic visit, the ventricular pacing thresholds increased. A chest x-ray was inconclusive. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun